Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up in backup vvi. A device status report did not print. The device reached eri. The device was explanted. No further information is available.